Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The root cause for the reported event could not be identified; however, the reported use of the device by an untrained physician and the stuck device's removal by not utilizing the access ports post clip deployment are not consistent with the instructions for use.

Event description:
It was reported that a physician not trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an antigrade puncture was performed. The starclose se clip was deployed and then difficulty was experienced removing the device from the patient's anatomy. The physician used counter-traction and got the device out. Upon device removal, the clip was found attached to the distal end of the device. Manual compression was applied to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.